Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v626365, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer's family/ friends reported poor communication on the patient programmer. The antenna was used and it was confirmed that the antenna was secure and synced with the implantable neurostimulator (ins). This did not resolve the issue. The device was 4.5 years old. Patient used to feel periodic stimulation but was not feeling stim at the time of report. The patient had trouble going to the bathroom for the last week or 2 prior to report. The last time the patient used the patient programmer (pp) to check the implant was about a year ago. The pp could not connect with the ins. The patient was indicated for interstim- other and urinary dysfunction/ sacral nerve stim. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer's family reported that the patient saw the physician prior to the week of report and they fixed the issues and the patient was doing well. It was also noted that the battery was replaced since it was depleted. They were asked if it was normal battery depletion, it was stated that it was in the middle of its life and depleted like a pacemaker battery does.